Event description:
Subsequent to the initial MDR, a correction was updated on 08/20/2025.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, the patient experienced symptoms consistent with hypoglycemia around 7:00 am, including feeling intoxicated, inability to form sentences, and general disorientation. At that time, the cgm reading was 50 mg/dl, and no confirmatory bg test was performed. The patient self-treated based on the cgm reading by consuming 16 oz of orange juice and 2 glucose tablets. Shortly thereafter, the patient¿s parents transported her to the doctor¿s emergency facility. Upon arrival at approximately 7:10 am, the patient was treated with IV medication, and a bg reading taken at the facility showed a level over 300 mg/dl. The patient was discharged later that day, reportedly after 4:00 pm, though the exact time was not confirmed. At the time of reporting, the patient was still experiencing fatigue/tired. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. No meter values are present and/or no meter values that are inaccurate are present within the investigation window. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).